Manufacturer narrative:
The date provided with the initial report was incorrect. The correct date is february 6, 2019.

Manufacturer narrative:
The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR. The insulin pump was received with no button response at esc, act, up and down due to unlocked keypad connector during visual inspection. Unable to perform operating currents, self test and displacement test due to no button response. No button error alarm during testing.

Event description:
It was reported that the buttons on insulin pump was not working. The customer¿s blood glucose level was 150 mg/dl. The insulin pump will be returned for analysis.